Manufacturer narrative:
Investigation: samples/ photos analysis: it was verified the picture of released cannula. Qn/ maintenance review: there are maintenance record that could lead to this issue for the batches involved in this complaint. The batch complained was manufactured during october 03rd of 2017 to october 05th 2017. The deviations detected during assembly process were analyzed and recorded. The inspections during assembly manufacture process in agmo machine were done this specific character is controlled by visual inspection each two hours over (B)(4) pieces sample according gq 172 2 control plan. The batch history analysis was performed, the quality notifications and maintenance records verified, and verified assembly machine adjust proceeded which was related with this batch. The picture provided was analyzed and it was confirmed released cannula. The probable cause of this defect is related with resin process application, during shift starting is normal some extra resin goes to needle, and once some hold of line can happen because some line adjustment is necessary until the line being normal operation. For correction of the defect is being applied a case study a3 reduction of non-conformities production of needles, this quality tool of analysis is being applied in needle assembly machines.

Event description:
It was reported that at the time of application, the bd¿ syringe with luer slip needle released in the patients arm. The nurse was able to remove the needle without injury or medical interventions.